Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for safety assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cord of the motor device was damaged. It was noted that the hose on the handpiece was loose. It was further determined that the device failed pretest for loctite and cable assessments, and safety assessment. It was noted in the service order that during an unspecified surgical procedure it was observed that the casing of the device was ripped. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred on the 16th day during an unknown month in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.